Event description:
It was reported the procedure was being performed on (B)(6) female pt in the emergency department. During insertion, they tried to remove the guidewire and noticed it was separated into two pieces. As a result, the catheter and wire were removed as one. The swg was completely removed from the pt. A second kit was opened and placed successfully for the pt. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.